Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this device may have had premature battery depletion. Boston scientific technical services was consulted and stated that there were a number of reasons why the battery was due for replacement including programmed high outputs.